Event description:
Prior to a transabdominal rectum resection, the distal resection end had been stapled, the proximal end provided with a purse string suture. Closure and firing of the device went without difficulty. However, when the surgeon performed testing with blue dye surgeon noticed that the posterior circumference was insufficient. The staples were closed incompletely. After resection of the failed anastomosis the operation was completed with another circular stapler. There was no patient consequence.